Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The customer notified bd with a reported issue with the needleless valve. When transfer device was no longer needed and unscrewed, blue area of injection cap had blood in it and a leak from the valve was observed.

Manufacturer narrative:
The customer¿s report of injection cap had blood back up was confirmed. The customer's reported leak was not confirmed. A photo of the set marked by a yellow square circle around the mating component smartsite valve adapter and syringe indicates from where the customer experienced the blood back up. However the leak could not be confirmed based on the photo provided. The root cause was not identified as no product was returned.

Event description:
It was reported that during an infusion, the nurse placed piv and attached injection cap (aka bd smartsite needle-free valve) to t-connector. The nurse secured the transfer device to injection cap to obtain labs. When transfer device was no longer needed and unscrewed, the blue area of the injection cap was full of blood. For the remainder of the time IV was in place, each time injection cap was utilized, blood would come out of it. Blood would backflow into the saline flushes, would fill hub on new transfer devices collected for labs. When anything was disconnected from the site, blood would be on the outside of the injection cap. Patient was not affected by this. Photos attached.